Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the iliac artery. An 8.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. The balloon was initially inflated at 10 atmospheres; however, on the second inflation at 14 atmospheres, the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with a different device. There were no patient complications reported.